Event description:
It was reported that the occlusion alarm occurred at a value lower than the preset threshold. This occurred during infusion at the facility. There was a patient involvement, with no patient harm or adverse event reported.

Manufacturer narrative:
B3 - date of event - selected as first of (B)(6) 2026, as the event date is unknown. D4 - primary UDI number - left blank as the UDI number is unknown. E1 - initial reporter phone- (B)(6). The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The service history review was performed, and it was confirmed that there was no previous repair noted. The event history log (ehl) was reviewed. The high-pressure alarm was noted multiple times and confirmed in the ehl as stated by the complainant. The allegation made by the complainant could not be confirmed. However, the probable root cause related to the high-pressure alarm event was due to an anomaly in the downstream (dso) sensor and was then re-calibrated.